Manufacturer narrative:
The button error alarmed and no act button response was due to flattened button dome switch. The rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test were due to no act button response. The pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 430mg/dl. The customer treated with the pump. The customer states the pump may have been exposed to moisture during perspiration. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.